Event description:
It was reported that the patient presented to the hospital for a generator changeout procedure. Prior to procedure, it was noted that the right atrial (ra) lead failed to capture and sense. The ra lead was capped on (B)(6) 2025 and was not replaced. The patient was in stable condition.